Event description:
It was reported that the user experienced a hypoglycemic event with a blood glucose of 42 mg/dl after the pump delivered correction doses for post-breakfast hyperglycemia while the user was sleeping and did not respond to alerts, leading to loss of consciousness and requiring assistance from a caregiver to treat with oral glucose. Symptoms included loss of consciousness due to low blood glucose. Outcomes included urgent low glucose requiring caregiver intervention, with glucose subsequently in range after consultation and a change to glucose target settings. Investigation included case triage, troubleshooting, and user education. Investigation of this case revealed that the cause of hypoglycemia was unclear, with no device malfunction identified and the event associated with correction dosing during sleep and missed alerts. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.